Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was fractured. The lead was explanted and replaced during device change out procedure. No additional information or patient symptoms were reported.